Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found that the customer had incorrect fill volumes for the container size that was being used, in the software. The settings for reagent information was set for larger volume of reagent and the customer did not update the setting when using the smaller reagent wedge. In addition the fse adjusted the reagent pipette probe (rpp) bottle change and bottle empty heights on the advia chemistry 1800 instrument. The cause of the falsely low results on the advia chemistry 1800 is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained falsely low values on two patient samples for magnesium assay on an advia chemistry 1800 instrument. The initial results obtained on the two patient samples were lower than the results obtained when the samples were repeated on another advia chemistry 1800 instrument. The customer indicated that this occurs when the reagent volume is low. The initial and repeat results were not reported out to physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely low magnesium results.